Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Device history record review: a device history review was performed, and no non-conformance's were detected related to the reported condition if additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from brazil that during equipment maintenance, it was observed that the compact air drive device power was too low. The device also failed pre-tests for check the power with test bench: minimum 110 to 160 watt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.